Event description:
Spinal anesthesia administered for c-section. Pt with adequate anesthetic level. During incision pt crying in pain. Add'l narcotic required to make pt comfortable. Second kit lot # 544682 - less results not as bad as first - okay to use by md opinion. Not pulled.